Manufacturer narrative:
The device was not returned for analysis. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Based on the information provided, a definitive cause for the reported failure to achieve hemostasis could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The patient effect and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to 14f and the tavi procedure was completed. Reportedly post procedure, hemostasis was achieved with the pre-placed sutures and manual compression to treat oozing. It is unknown if the manual compression was applied to treat tissue tract oozing or arterial bleeding. During patient transfer from the operating room to the recovery room, a pseudoaneurysm was noted at the puncture site. Emergency surgery was required to treat the pseudoaneurysm. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.